Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad races. No moisture damage on electronics noted. Analysis was unable to verify the no delivery alarm due to button error alarm. The pump had scratched display window, cracked battery tube threads, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 8.4 mmol/l. Troubleshooting was not performed. The device will be returned for analysis.